Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(4). The consumers wife states the unit isn't making a shifting noise and states the unit has low psi at 9199 hours. The consumer states no alarming and no error lights.